Manufacturer narrative:
Date of event- used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent damage occurred. A 3.00 x 12mm synergy xd drug-eluting stent was advanced for treatment. The physician tried to cross the lesion, however, the stent struts were deformed. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. A 3.00 x 12mm synergy xd drug-eluting stent was advanced for treatment. The physician tried to cross the lesion, however, the stent struts were deformed. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
B3. Date of event- used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: synergy xd mr us 3.00 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage with struts pulled distally and lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during analysis.